Manufacturer narrative:
B3. Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. E 1. Initial reporter address line 1 (cont.): (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-001452450 has two reports: (1) for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). (2) MFR # 2029046-2023-02499 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During all pulmonary vein isolation (pvi), when the physician wanted to push the dilatator back, ¿he saw crumbs in the front of the vizigo¿¿. The foreign material was presumably loose. The same problem was observed with another vizigo¿ where crumbs were observed inside. The physician noticed it before he inserted the vizigo¿ in the patient. There were no consequences for the patient.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 10-jan-2024. The device evaluation was completed on 29-jan-2024. It was reported that a patient underwent a cardiac ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During all pulmonary vein isolation (pvi), when the physician wanted to push the dilatator back, ¿he saw crumbs in the front of the vizigo¿. The foreign material was presumably loose. The same problem was observed with another vizigo¿ where crumbs were observed inside. The physician noticed it before he inserted the vizigo¿ in the patient. There were no consequences for the patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and scanning electron microscope (sem) test of the returned device were performed following bwi procedures. Visual analysis revealed that foreign material, like a white-dust, was observed on the tip of the device. A sem test was performed since it was found on the carto vizigo¿ sheath. Based on the results of this test, the origin of the foreign material remains unknown. However, during the analysis, there was evidence of saline solution since sodium (na) and chlorine (cl) were in the sample. A device history review (DHR) was performed for the finished device 60000137 number, and no internal actions related to the complaint were found during the review. Based on the completed DHR, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was confirmed since the dried saline solution could be related to the event described by the customer. Dried saline solution is a result of the usage of the device during the procedure. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) (2) MFR # 2029046-2023-02499 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).